Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a needle of a 18 g x 1.16 in. Bd insyte¿ autoguard¿ bc shielded IV catheter did not completely retract after use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one unused sample in a sealed package was returned for evaluation. A visual/microscopic inspection observed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A simulated use test was performed by pressing the safety activation button and the needle retracted into the safety barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6119804. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.